Event description:
It was reported that during a carotid stenting treatment procedure, partial stent deployment occurred. The unspecified target lesion was located in the common carotid artery (cca). A carotid wallstent monorail 10.0-37 stent had been selected and advanced to treat the target lesion. While attempting to deploy the stent, difficulties were encountered and the stent appeared to deploy only "a little bit". The procedure was completed with another device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).